Manufacturer narrative:
On 23-jan-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician continued to get bubbles in the hub of the visigo sheath when trying to aspirate. The physician thinks he noticed the air issue prior to entering the shaft of the sheath. He attempted to aspirate the bubbles with a syringe but more bubbles appeared so he exchanged the sheath. The medical team stated that "the hemostatic valve was intact and that it was not pushed into the hub." To troubleshoot, the medical team tried to clear the bubbles. However, the bubbles were persisted. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device 60000241 number, and no internal actions related to the complaint were found during the review. There was no leakage and no bubbles were detected. No air leaks were observed. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU (instructions for use): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review as of the product investigation completion date (23-jan-2024), it was identified that the previous initial report had mistakenly omitted the product receipt and product receipt date of 30-nov-2024.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician continued to get bubbles in the hub of the visigo sheath when trying to aspirate. The physician thinks he noticed the air issue prior to entering the shaft of the sheath. He attempted to aspirate the bubbles with a syringe but more bubbles appeared so he exchanged the sheath. The medical team stated that "the hemostatic valve was intact and that it was not pushed into the hub." To troubleshoot, the medical team tried to clear the bubbles. However, the bubbles were persisted. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).